Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The surgery on (B)(6) 2022 was revised due to dislocation. Approximately 4 months after the last surgery and 5 months after the first surgery. The surgeon explanted 1 humeral cup 135/145° ø40+9 and 1 centered glenosphere. The surgeon implanted 1 humeral cup 135/145° stability ø40+9 and 1 eccentric glenosphere.